Event description:
Customer reported unexpected negative reactions on the abs2000 for 5 pt samples. The instrument reported rh negative results, but the pts were historically rh positive. Manual tube testing with the same anti-d series 4 and anti-d series 5 resulted in positive reactions (2+/3+).

Manufacturer narrative:
Review of results displayed strong negative reactions with the pts samples and the anti-d series 4 and 5 antisera. Review of the instrument error log displayed a "probe sensed dry after pick up" error. The customer changed the probe, hemagglutination dilution strips and the vials of anti-d series 4 and 5. The pt samples with unexpected negative reactions were repeated and the results were rh positive. The event was likely due to the probe error.